Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer reported that the insulin pump had low battery and where the medtronic logo was on the side, the actual log looked burnt. Customer just noticed the burnt look when she took the case off. Customer also tried several batteries and the insulin pump did not turn on. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The insulin pump was not exposed to moisture. Troubleshooting was performed but the display did not return after restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected off no power, weak battery, low battery, batt out limit or failed batt test alarms during testing. Device had stained end cap sticker no noted. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.